Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the customer¿s complaint was confirmed. The angulation wire was found to be broken and the bending section was found to be stiff. The device was repaired and returned to the customer. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility reported to olympus that the scope was not angulating to the right. The issue was observed during reprocessing. There was no patient involvement.

Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.